Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, dysmenorrhea, menorrhagia, missed abortion, cervicitis, skin disorder, abdominal pain, abscess, female sterilization, uterine bleeding and c-section. Previously administered products included for an unreported indication: ibuprofen, novum, depo-prover, ketorolac and cephalexin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abscess ("abscess") and dyspareunia ("dyspareunia") and underwent adhesiolysis ("adhesiolysis"). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices and adhesiolysis (laparoscopic0). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, adhesiolysis, abscess and dyspareunia outcome was unknown. The reporter considered abscess, adhesiolysis, dyspareunia and pelvic pain to be related to essure. The reporter commented: normal-appearing endometrial cavity after the deployment of 4 coils was seen in the right tubal ostia and 6 coils were seen in the left tubal ostia. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received : events- "adhesiolysis, abscess, dyspareunia" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The patient's medical history included pelvic pain female, dysmenorrhea, menorrhagia, missed abortion, cervicitis, skin disorder, abdominal pain, abscess, female sterilization, uterine bleeding and c-section. Previously administered products included for an unreported indication: ibuprofen, novum, depo-prover, ketorolac and cephalexin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices and adhesiolysis (laparoscopic). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: normal-appearing endometrial cavity after the deployment of 4 coils was seen in the right tubal ostia and 6 coils were seen in the left tubal ostia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, dysmenorrhea, menorrhagia, missed abortion, cervicitis, skin disorder, abdominal pain, abscess, female sterilization, uterine bleeding and c-section. Previously administered products included for an unreported indication: ibuprofen, novum, depo-prover, ketorolac and cephalexin. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abscess ("abscess") and dyspareunia ("dyspareunia") and underwent adhesiolysis ("adhesiolysis"). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices and adhesiolysis (laparoscopic0). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, adhesiolysis, abscess and dyspareunia outcome was unknown. The reporter considered abscess, adhesiolysis, dyspareunia and pelvic pain to be related to essure. The reporter commented: normal-appearing endometrial cavity after the deployment of 4 coils was seen in the right tubal ostia and 6 coils were seen in the left tubal ostia. Lot number: a78080 manufacturing date: 2012-12 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.